Event description:
It was reported that during a thoracotomy, the device was fired three to four times then the scrub tech seembed to have trouble loading the device. The device fired malformed staples and delivered an incomplete staple line. A like device was used to complete the procedure. Operating time was extended by less than thirty mins. There was no pt consequence.